Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 261 mg/dl which was addressed by administering a manual injection. Reportedly, the customer will use manual injections as alternate insulin therapy.